Event description:
It was reported that the catheter was in pieces. A 180cm x150cm renegade hi-flo fathom system was selected for use. Upon unpacking, it was noted that the catheter was in pieces; device never went inside patient's body. No patient complications were reported.